Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. There were no issues noted during the testing phase. When the physician went to put the sheath through the groin and had difficulty advancing through the skin. The physician looked at the tip and saw the sheath had crumpled slightly. It was decided to replace the sheath with another faradrive sheath. No patient complications occurred. The device was disposed of and not expected to be returned.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. There were no issues noted during the testing phase. When the physician went to put the sheath through the groin and had difficulty advancing through the skin. There was no other damage noted that would have caused the damage to the tip of the sheath. There was no ripping or tearing that would have caused material to come off the sheath. The physician looked at the tip and saw the sheath had crumpled slightly. It was decided to replace the sheath with another faradrive sheath. No patient complications occurred. The device was disposed of and not expected to be returned.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of sheath damage and difficult to insert. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive device confirmed that the event of damage and difficult to insert are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.